Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra balloon catheter was returned to edwards lifesciences for evaluation. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the length of the balloon. Visual inspection of the longitudinal tear under magnification revealed surface damage and scratches along the tear line. Next the balloon was dimensionally inspected for single and double wall thickness which proved to meet specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event as noted above. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had bulky root spicule calcium. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint history for this failure mode revealed that the occurrence rate exceeds control limits for the month of september 2013. However, since no manufacturing non-conformances were identified as the root cause, no corrective or preventive action is required.

Manufacturer narrative:
Results: the ascendra balloon catheter was returned to edwards lifesciences for evaluation. Preliminary investigation revealed a longitudinal tear along the length of the balloon. The engineer also noted scratches along the tear line. Investigation is ongoing.

Event description:
As reported by the edwards clinical specialist (fcs), during the transapical tavr procedure, the ascendra balloon catheter balloon ruptured upon expansion of the sapien valve. The balloon ruptured at the height of expansion and no intervention was required. The valve was deployed in a 50:50 position and the patient was noted to be stable at the end of the procedure. Per report, the patient was noted to have mild calcification. The delivery device was retracted through the sheath and apex of the heart. Additional information provided by the cs indicated that the patient had bulky root spicule calcium.

Manufacturer narrative:
Investigation is ongoing.